Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught and deployed in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During advancement into the left ventricle (lv), visibility was difficult and the clip became caught in the chordae. Troubleshooting was performed; however, the clip could not be freed; therefore, the clip was deployed on the chords. Two additional clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported chordal entanglement)was due to poor image resolution. The poor image resolution was due to difficulties with visualization (poor windows). The foreign body in patient was due to the clip being implanted in an undesirable location. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.